Event description:
The patient reportedly experienced sound quality issues and intermittency between the cochlear implant and the external equipment. Programming changes were made, and external equipment has been exchanged on two occasions. Device testing showed abnormal impedances data. Surgery to explant the patient's device will be scheduled.